Event description:
Additional information: it was later reported that the patient had experienced increased tone and decreased alertness. Reporter was uncertain about the catheter issue, but stated that the catheter was seen retrograde after initial implant; fluoro was not used with initial implant. It was clarified that the patient's pump also administered bupivacaine in addition to baclofen. The patient was noted as now doing "ok" and receiving adequate therapy. The explanted catheter had been discarded.

Event description:
Additional information received reported the pump was not working. The patient had experienced chest pain and shortness of breath.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A catheter revision surgery was reported wherein the distal catheter was replaced. It was later reported that following the catheter revision on (B)(6) 2012, the patient was in pain. The reporter was concerned that the pump was not replaced at the time. It was stated that the patient experienced a fall "to the side" where the pump was located in (B)(6) 2011. Per the reporter, the physician had indicated that the pump was working and hence not replaced; "the patient was going to die". As of (B)(6) 2012, the patient was admitted to the hospital. Drugs delivered via the device wer reported as 'other' and baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk; catheter model: 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk. (B)(4).